Event description:
It was reported that the right ventricular lead impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable cardioverter defibrillator 2007-(B)(6); 4473 competitor implantable pacing lead 2007-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode, the svc exposed coil, and rv exposed coil of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.